Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support again if the malfunction reappears.